Manufacturer narrative:
Amended MFR narrative: the "known inherent risk" conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that during a routine follow-up, the patient had been previously referred to a general practitioner (gp) for review of their sternal wounds given an infected appearance. At that time, the gp commenced antibiotics but it was noted that patient compliance was suboptimal and no additional follow-up was taken. The physician is now pressing for a surgical referral as the infection site remains active. Furthermore, it was noted that the initial indication for implant was no longer relevant as the patient had an ablation which was most likely the clinical arrhythmia which had precipitated the original implant decision. The electrode was explanted during the associated device removal for early battery depletion however without another system replacement due to no longer meeting device requirements.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow-up, that this patient had been previously referred to a general practitioner (gp) for review of their sternal wounds given an infected appearance. At that time, the gp commenced antibiotics but it was noted that patient compliance was suboptimal and no additional follow-up was taken. The physician is now pressing for a surgical referral as the infection site remains active. Furthermore, it was noted that the initial indication for implant was no longer relevant as the patient had an ablation which was most likely the clinical arrhythmia which had precipitated the original implant decision. The electrode was explanted during the associated device removal for early battery depletion however without another system replacement due to no longer meeting device requirements.